Event description:
The company was notified on an alleged event that occurred on (B)(6) 2012, at a nursing home in (B)(6). The alleged event described a portable liquid oxygen device, stroller, involved. The incident was described as the following: "male pt. Stroller filled and placed on the pt. 6lpm (liters per minute) observed. Five minutes passed. Staff observed front on cannula. Tried to remove, but could not. Had to use a warm towel to thaw cannula." It was also stated that the pt had to be sent to the hospital. The company has requested that the unit be returned for further inspection and non-destructive testing. To date, the unit has not been returned to the company.